Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-18876). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported when a patient presented in clinic for normal follow up, the device was unable to be interrogated with wand only telemetry. Review of merlin transmission found the device had reached eri few months prior. The battery had dropped significantly in one month. It was noted that the device did not meet its expected longevity estimation based on programmed parameters. The device was explanted and replaced. The patient condition is fine.